Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were experiencing high blood glucose level 600 mg/dl. Insulin pump received pump error. Customer was able to clear error and rewind insulin pump. Customer performed self test which passed. Insulin pump will not be returned for analysis.